Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
"A physician reported a patient underwent placement of codman hakim programmable shunt on (B)(6) 2025, patient recovered well, patient was under regular follow up, last follow up in opd (outpatient department) was on (B)(6) 2025. On (B)(6) 2025, again he was re-admitted with complaints of recurrent vomiting and dullness (mental impairment). Non-contrast computed tomography of the head was done that showed shunt in place. Shunt chamber had poor refill, shunt pressure was decreased from 130 to 110 on (B)(6) 2025, even after lowering the pressure vomiting did not stop and patient became more dull, so patient was planned for shunt revision on (B)(6) 2025. On opening the skin flap a rent was noted in csf (cerebrospinal fluid) chamber of shunt from where csf was oozing, found reservoir is collapsed suspecting hardware malfunction (no confirmative x-rays taken), so decision was made to change whole shunt assembly."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to human misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.